Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2298), awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 after the birth of her fourth and last child. Immediately after placement she woke up in excruciating pain. She bled for over a month and had iron levels checked weekly because of the blood loss. She was put on more birth control just to stop the bleeding. For the almost five years that she had the essure, she experienced non-stop problems from daily migraines to breaking out in hives, being diagnosed with an autoimmune disease, and severe daily chronic pain that eventually lead to have a hysterectomy at (B)(6). Although a lot of her problems went away with removal there was some damage that unfortunately permanent. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and bled for over a month. Also, for almost five years, autoimmune disease was diagnosed and she presented severe daily chronic pain which led her to have a hysterectomy. These events, seen as genital bleeding, autoimmune disorder and pelvic pain, are serious due to medical importance and required intervention and listed in the reference safety information for essure, except autoimmune disorder which is unlisted. Considering the positive temporal relationship and the fact that pelvic pain and genital bleeding may occur during essure use, causality between both events and suspect insert cannot be excluded and since the chronic pain led to a required intervention (hysterectomy), this case is regarded as incident. Regarding autoimmune disorder, limited information has been provided; however, given the fact that essure acts locally in fallopian tubes, causality between this event and suspect insert is very unlikely. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs